Event description:
Related manufacturer reference number: 2017865-2025-27759. It was reported that the patient developed an infection following knee surgery. Vegetation was noted on the docking button of the atrial leadless pacemaker (lp). Antibiotics were administered to mitigate the infection, but was unsuccessful. The atrial lp was explanted and replaced, while the ventricular lp was left in the patient. The patient was stable.

Event description:
It was reported that the patient developed an infection following knee surgery. Vegetation was noted on the docking button of the atrial leadless pacemaker (lp). Antibiotics were administered to mitigate the infection, but was unsuccessful. The atrial lp was explanted and not replaced, while the ventricular lp was left in the patient. New information received indicates that transesophageal echocardiogram (tee) two weeks post-explant revealed vegetation remained after explant, however it was stated that there were no allegations the leadless pacemakers were prolonging the infection. The cause was traced to knee surgery. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.